Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they could confirm the issue. The fse replaced the blood pressure transducer adapter. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received cable assembly, blood pressure transducer with a reported unit failure of broken corner of pressure signal line (broken pin on connector). The failure analysis and testing dept. Performed a visual inspection and observed a broken pin on the connector. The fat dept. Verified the broken corner (broken pin) on the connector of the blood pressure transducer cable. Retaining the cable in the fat per procedure.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use and while preparing for use, the cardiosave intra-aortic balloon pump (iabp) "needle corner" of the pressure signal line was broken. Immediately stopped using the iabp. There was no patient involved.